Manufacturer narrative:
Reported event: it was reported that the pin that runs through the button on the impaction platform- it came out and will not stay in- it holds the button in place. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history records indicate (B)(4) were accepted into final stock on 09/06/2016. No non- conformances were identified during the process. Complaint history review: review of complaints for p/n 206270, l/n 45020816 show two no other complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The tha hip end effector where the chrome knob pulls back. Broke today at the end of the case. Additionally, the mps indicated that there is a pin that runs through the button on the impaction platform- it came out and will not stay in. It holds the button in place. The button releases the platform from the cup inserter.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tha hip end effector where the chrome knob pulls back - broke today at the end of the case. Additionally, the mps indicated that there is a pin that runs through the button on the impaction platform- it came out and will not stay in- it holds the button in place. The button releases the platform from the cup inserter.